Event description:
L/a line of medtronic dlp 50010 pressure catheter placement set being used on patient was noted to be bleeding at connection. When removed from patient, a crack was noted in the hub.